Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. The cause of death was not reported. It was unknown if therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. There were no keystrokes, no device failure, malfunction, programming, use related or increased intra-peritoneal volume (iipv) events found in the event history review that would indicate and/or contribute to the reported problem. As the death was not reported or matched to this device until after the device had been service, a complete device analysis could not be completed to investigate the reported death. However, a review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. It was noted that the device passed previous testing and was found to meet functional and electrical performance specification requirements. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The service history review and device history records review will be performed. If any additional relevant information is obtained through these reviews or any other additional relevant information becomes available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The direct cause of the reported problem was undetermined. Should additional relevant information become available a supplemental report will be submitted.